Event description:
It is reported that the centralizer was missing from the packaging. A second stem was opened and the centralizer was used from it.

Manufacturer narrative:
Evaluation summary: with the package being opened in the field and not being returned, it cannot be definitively determined if the centralizer was packaged or not with the stem. No other reports of any nature have been received for this lot. With the information provided, the reported condition could not be confirmed and no discrepancy could be found in the manufacturing process. The stem was implanted in the patient with centralizer from another device and the packaging was not returned for evaluation. Review of the device history records of the respective lot found no deviations or anomalies. Review of these records found correct number of centralizers were issued to this lot and sent to finished goods inventory. No manufacturing abnormalities could be detected.